Manufacturer narrative:
Tracking #.56721/c. D6: info not available, device not returned for analysis.

Event description:
It was reported that a tsw35 was used during a gastrectomy procedure. It was reported by the affiliate that the instrument handle broke. There was no consequence to the pt.